Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was depleting quickly. Additionally, it was reported that the pump was hot while charging. Customer's blood glucose ranged from 100-400 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue (battery depleting quickly) was verified. The alleged issue (pump hot to touch) could not be verified.